Event description:
The duett sealing device was deployed following a left heart catheterization (via a 5f sheath, right arterial access site). The deployment was reported as unremarkable. Approximately 45 min. After duett deployment, the pt experienced tingling and numbness in the right foot. The pt was treated with a surgical thrombectomy. No further complications were reported, and the pt was discharged on 12/00.